Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No data or product was provided for investigation. The complaint confirmation of no audio output was undetermined. The root cause could not be determined.